Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the instrument bedside unit went into medium priority alarm during surgery. Despite successful recovery attempts, once in surgical mode the unit went into medium priority alarm again. The surgery was successfully completed with 2 other instrument bedside units. No harm was reported in relation to this event. Telemetry analysis showed a fault on one of the joints. The joint in question was replaced. At the time of this report, no further information has been provided.